Manufacturer narrative:
Date of event was approximated to (B)(6) 2014 as no specific event date was reported. However, it was reported that mesh erosion was found on (B)(6) 2014. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an integrated mesh, posterior vaginal wall plasty device desposition procedure performed on (B)(6) 2014. According to the complainant, mesh erosion from the vaginal wall was found on (B)(6) 2014. Subsequently, conservative management was performed including vaginal washing, administration of estrana tape, estrogen, and antimicrobial drug. There were no symptoms of infection, and no sexual intercourse diffficulty reported.